Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's left knee was revised due to infection. Surgeon swapped a 7x9 ps insert for another of the same type and size. Primary was done approximately 2 years ago. Rep confirmed that no further information will be released by the hospital or surgeon.